Event description:
The surgeon attempted to insert a plate collamer lens. The lens tore prior to insertion into the eye. No pt contact or injury. It was unk what caused the lens to tear.

Manufacturer narrative:
Eval visual inspection of the returned prodeuct showed that one lens haptic was torn. There was surgical residue/debris on the product. Conclusion based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for eval.